Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that following an implant procedure the patient experienced excruciating bilateral foot pain. The cause of the symptoms was unknown and MRI results came back normal. The physician believed a nerve was irritated while driving the leads in the epidural space. The patient underwent an explant procedure wherein all device components were explanted. The patient also was placed under max medication and was doing well postoperatively. The explanted device will not be returned due to facility policy.